Manufacturer narrative:
Patient information: patient identifier: (B)(6). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed false positive architect stat troponin-I results on 3 samples for 1 patient. The following data was provided (units of measure = ng/ml): (B)(6) 2019 sid (B)(6) result = 19.002 (positive), (B)(6) 2019 sid (B)(6) result = 18.507 (positive), (B)(6) 2019 sid (B)(6) result = 21.071 (positive). Istat troponin testing performed in emergency department 3 times were all negative. No impact to patient management was reported.

Manufacturer narrative:
A review of tickets determined that there is slightly elevated complaint activity for lot 83686un19, but no trends were identified for the complaint issue. A review of the customer's instrument logs did not identify conclusive information to indicate an instrument or sample integrity issue occurred. A review of the device history record was performed on reagent lot 83686un19 and no issues were identified. Return testing was not completed as returns were not available. Historical performance of reagent lot 83686un19 was evaluated using world wide data from abbottlink. The patient median data and cal f rlu mean were analyzed and compared to an established control limit. This evaluation indicated that the patient median result and the cal f rlu mean for lot 83686un19 are within the established limits. Therefore, no unusual reagent lot performance was identified for lot 83686un19. A review of the manufacturing documentation did not identify any issues associated with the complaint issue. A review of labeling concluded that the issue is sufficiently addressed. Based on the investigation no systemic issue or deficiency of the architect stat troponin-I assay was identified.